Event description:
Internal dialyzer leak reported, blood noted in dialysate and dialysis machine alarmed blood in dialysate. Ebl 170 ml due to the discarding of extracorporeal volume. Sample was saved and not flushed; unable to decontaminate, without reuse equipment. Instructed not to send sample due to risk of handling contaminated waste. MDR filed due to blood loss.